Event description:
On (B)(6), 2009, bioplate screws and plates were implanted as part of a craniofixation procedure. On (B)(6), 2009, a f/u surgery was performed involving the implantation of a catheter. Imaging was performed after the second surgery, and a screw was found to be dislodged and located near the catheter.

Manufacturer narrative:
Bioplate screws and plates were used in a craniofixation procedure. The fixation of the bone plate was successfully completed. A month later, a second procedure was performed, also without incident. CT imaging was obtained after the second procedure was completed, and a screw that was implanted in the first surgery was visibly dislodged and had migrated away from its original position. The doctor has decided against removing the screw since the surgeries were successful and the pt reports no pain. Without evaluating the screw, it is difficult to assess whether or not the screw had failed mechanically. The complainant reports that the pt is over (B)(6). Bone fixation with titanium screws is often difficult with elderly pts since their bone is often highly brittle and unhealthy. No samples were returned for our eval. Beyond the migration of this screw, there are no further adverse consequences associated with this case.